Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this accessory adapter was part of a system revision due to pocket infection. The pocket was described as big, red and ugly. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The accessory adapter was explanted.